Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in the patient for endovascular treatment of an abdominal aortic aneurysm. Four year post index procedure a CT scan revealed that the maximum aneurysm diameter was 72mm. The proximal aortic neck was 25-26 mm in diameter and 20mm in length. The degree of angulation was 30. A CT scan performed one year later revealed that the maximum aneurysm diameter was 57mm. The proximal aortic neck was 21-26 mm in diameter and the degree of angulation was 85. It was reported that approximately four years post index procedure a secondary intervention was performed as the talent had migrated. Another manufacturer's device was implanted along with 4 aptus endoanchors in the proximal neck of the bifurcate and 2 in the cuff. It was reported that seventeen months post intervention the patient presented with a ruptured aneurysm due to a proximal type I endoleak. The patient was converted to open repair and the stent grafts were explanted. Three days later the patient presented with an infection resulting in a fever. The patient received medication and recovered. The investigator assessed the event as related to the re-intervention procedure. No clinical sequelae were reported and the patient is being monitored.